Event description:
It was reported that during insertion of a retrograde femoral nail, the proximal screws were being inserted. Upon final tightening, the head of the screw was torqued off. The surgeon used a standard synthes small battery trauma drill to insert the screw under power. The screw was then hand tightened until the head of the screw was fully seated against the bone. It was then that the head came off and remained retained on the end of the screwdriver. The screw shaft was retained in the patient through the nail. The patient outcome/status is good. There was no surgical delay. This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
An evaluation was performed on the returned device. As per received condition of device; only the head of screw was returned for evaluation. A dimensional analysis could not be done since features were unobtainable. The available data supports the complainant¿s description of the complaint condition that; the head came off. Due to the fact that all the relevant features could not be evaluated it is unknown if the cause of the complaint condition is a result of the manufacturing process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Per device history review, the product expiration date is sept. 2023. Device was not implanted or explanted. The screw head will be returned to the manufacturer for review/investigation, but has not yet been received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Subject device is a screw which is intended for implantation; however, since the subject screw reportedly broke during implantation and a fragment (shaft) was retained in the patient, this device was not considered to have been successfully implanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.